Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Updated: b4, b5, d9, g3, h2, h3, h6 complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the returned product identified that ln 426100 has a fractured impactor pad and all the pieces were returned. Device was sent for further testing and found fracture surface artifacts that suggest multiple initiation sites along the thread interface, possibly associated with overtightening. Hackle marks and river lines are consistent with the overload failure mode. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Procode: phx. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01290.

Event description:
It was reported that two impactors were found broken in receiving. No additional information is available.